Event description:
A customer had a problem with the insulin safety syringe. The customer reports "the needle broke off where it was attached to the syringe, the needle broke of as she was pulling out of the bottle".